Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 301942 and lot number 2107217. The review did not reveal any detected abnormalities during the production process and all quality tests were found to be within specification. Based on the limited details provided and as a sample was unavailable, the exact defect involved in this situation was unknown. It was unknown whether the reported feedback of ¿the seal is not tight¿ referred to the unit packaging seal or the seal of the plunger component within the syringe barrel. Twenty retained samples of the provided lot number were obtained from the manufacturing facility; however, no defects were identified with the retained samples. Based on the investigation results, a cause for the reported issue could not be determined.

Event description:
It was reported that the bd slip-tip syringe with bd precisionglide¿ needle stopper was not tight and leakage occurred as a result. The following information was provided by the initial reporter, translated from chinese: "when trying to use the syringe, it is found that the seal is not tight".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd slip-tip syringe with bd precisionglide¿ needle stopper was not tight and leakage occurred as a result. The following information was provided by the initial reporter, translated from chinese: "when trying to use the syringe, it is found that the seal is not tight".